Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contraction baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Red particles observed in the gel. Observed opening on radius side assessed as fold flaw opening. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
The reason for reoperation is: capsular contraction, baker grade iii.

Event description:
Device has been explanted.